Event description:
Patient in with gi bleed. There was active bleeding coming from the diverticular opening. There was evidence of recent bleeding from the diverticular opening which required a clip. Clip would not deploy once it was clipped onto the tissue.